Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and motor error. The customer stated that the unexpected restart alarm occurred when the device had a battery that had already been in the insulin pump. She stated that the motor error alarm occurred during the rewind process. The customer's blood glucose was 181 mg/dl. She stated that she was unable to see the alarm history. The customer did not observe any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.